Event description:
It was reported that during patient use, the bottom (plastic part) of the autopulse lifeband became detached from the autopulse platform as it was being slid under the patient. Customer stated that the autopulse unit was being slid in sideways as this occurred. No adverse patient sequelae was reported. After the reported event, customer inspected all of the lifebands in their service. During their preliminary investigation, they found one lifeband installed onto a unit that had a defect or was broken. No further information was provided.

Manufacturer narrative:
Please see the following related MFR. Report #3003793491-2014-00390 for issue regarding the first autopulse® lifeband with sn: unknown. The autopulse lifeband in complaint was returned to zoll on 07/21/2014 for investigation. Investigation of the returned lifeband could not confirm the customer's reported issue of the lifeband being defective as visual evaluation found no issues or discrepancies with the unit. Functional testing was performed with the autopulse platforms and indicated that the unit performed as intended.

Manufacturer narrative:
Visual inspection for the returned unit revealed that the skirt hook did not catch the cam style tumbler, making the skirt loose on the roller. This would allow the "butterfly clip" to fall open. Investigation of the returned lifeband confirmed the customer's reported issue of the lifeband being defective. The root cause of the reported problem could not be determined.

Event description:
Additional clarification on the reported problem for the defective/damaged lifeband: customer found that the skirt hook "did not catch the cam style tumbler, making the skirt loose on the roller." Customer indicated that this would allow the "butterfly clip" to fall open.